Manufacturer narrative:
The insulin pump had a blank display due to a broken solder joint on the interface circuit board. The functional testing could not be completed due to the blank display. The insulin pump was received with a broken battery cap, severely scratched display window and a cracked reservoir tube lip.

Manufacturer narrative:
The customer called back after receiving a new battery cap, customer stated they have changed the batteries 3 times and continues to experience blank display. Customer's blood glucose at the time of the incident was 64 mg/dl but had blood glucose of 300 mg/dl during this time. The customer was advised to revert to backup plan per her heath care professional instructions and advised that the insulin pump will need to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level is unknown. The customer stated that she received a blank display after changing her batteries last night. The customer stated that she is an activity director. The customer stated that the pump has not been dropped or bumped. The customer was advised to insert new aaa alkaline batteries. The customer stated that she does not have new batteries to test with the pump. The customer was advised to call back if the display did not return. The customer was advised to revert to a backup plan.